Manufacturer narrative:
Device is expected for evaluation, but not yet returned. A follow up report will be submitted upon completion of the investigation.

Event description:
Driver is damaging screws. Surgery was delayed over thirty minutes, but no adverse consequences were reported with the pt as a result of event. This device is used for treatment.